Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-18300. It was reported that the patient was experiencing increased recharge burden. Surgical intervention occurred in which the ipg was explanted and replaced to address these issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.